Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had buttons are harder to pushed and no delivery alarm. The insulin pump had battery cap was hard to tighten and loosen as well loosed connecting with sensor. No harm requiring medical intervention was reported. The device will not be returned for analysis.